Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fractured glenosphere screws with associated loosening of the glenosphere. Radiolucency at the cement hardware interface of the glenoid and glenosphere consistent with loosening. Humeral component is intact. No bony fracture. Medical records were provided and reviewed by a health care professional. A timeline was created and identified the following: spring of 2020 the patient complained of pain, testing discovered that screws of the glenoid were fractured with the consequence of instability of the implant, no trauma or injury occurred. (B)(6) 2021 one screw was removed, shoulder converted from reverse to anatomic hemi, two fractured screws could not be excised. A culture was taken and was positive for cutibacterium acnes. (B)(6) 2021 surgery was planned to remove the screw fragments and convert the anatomic back to a total reverse. Synovasure test was negative for infection. Removal of the glenoid baseplate and glenosphere with fractured screws. Extraction of 1 screw protruding into the glenoid. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the returned products identified 2 screws were returned. Part and lot numbers were not able to be confirmed as the devices were not etched. Both screws show heavy damage to the threads and are fractured. One screw has some foreign material in the threads as well. Device was submitted for further analysis. Analysis determined that the comp rvs control screw sample fractured due to fatigue. Fracture surface showed a relatively flat surface with ratchet mark artifact suggesting a fatigue mode of failure. The fracture surface consisted of smearing likely due to post fracture damage, and biological debris. Fatigue mode of fracture with evidence of fatigue striations observed in the non-smeared areas. The root cause of the original investigation has not changed. For the screws breaking, a definitive root cause cannot be determined. Based on the medical records, the loosening was likely due to the screws fracturing. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
A patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient was revised to an anatomic hemiarthroplasty due to glenoid mobilization, pain, and instability related to fractured screws. During this surgery two screw fragments were unable to be removed and intraoperative cultures taken resulted positive for curtibacterium acnes infection. A second planned surgery removed the remaining screw fragments and converted the patient back to a total reverse shoulder. Synovasure testing performed with the second surgery resulted negative for infection.

Manufacturer narrative:
(B)(4). Concomitant medical products: comp nlk scr 3.5hex 4.75x35 st, cat: 180561, lot: 653170. Comp rvrs 25mm bsplt ha+adptr, cat: 010000589, lot: 128610. Comp primary stem 12mm mini, cat: 113632, lot: 804590. Arcom xl 44-36 std hmrl brng, cat: xl-115363, lot: 380270. Comp nlk scr 3.5hex 4.75x35 st, cat: 180561, lot: 489450. Comp rvrs shldr glnsp std 36mm, cat: 115310, lot: 198470. Comp rvs tray co 44mm, cat: 115370, lot: 944050. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.